Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 2.75 x 28 mm xience xpedition stent was implanted in the proximal left anterior descending artery (lad). The patient recovered well. The patient was re-hospitalized on (B)(6) 2018 due to angina, which was treated with medication including anti-platelet medication. Angiography on (B)(6) 2018 revealed that the 2.75 x 28 mm xience xpedition stent was restenosed. Therefore, additional stenting was performed. The patient was then stable and discharged on (B)(6) 2018. No additional information was provided.